Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead exhibited noise which was suspected to be due to a fracture or insulation breach. The physician elected to leave the lead implanted and monitor it. The patient was in stable condition.